Event description:
A physician suspected that a patient's generator was depleting faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history from the first month of implant was reviewed but did not indicate whether the patient's generator was depleting prematurely. No additional relevant programming data has been reviewed to date. No additional information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Date of birth, corrected data: initial report inadvertently listed incorrect date of birth. Serial number, lot number, expiration date, corrected data: initial report inadvertently listed incorrect data for each of these fields. Implant date, corrected data: initial report inadvertently listed incorrect implant date.

Event description:
Information was received indicating that the generator captured previously was not the generator that the physician reported may have been depleting prematurely. The sales rep inadvertently reported the incorrect generator was depleting faster than expected. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No known surgical intervention has occurred to date. No other relevant information has been received to date.